Event description:
A physician reported a pt who was skin-tested in the left forearm on 21 october 1999 with negative results. On 18 november 1999, the pt was treated with 0.75 cc zyplast (lot# 99e041a - initial use) in the glabella and the vermilion borders. On 22 november 1999, the pt returned with a visible white bump at the right corner of the mouth and some visible bumps along the lip line. The physician excised the visible collagen from the lip line. Inflammation was noted at the glabella. The diagnosis was possible hypersensitivity. No other medical diagnosis was possible hypersensitivity. No other medical or surgical intervention was prescribed or planned. As of 1 dec. 1999, the pt has not returned to the office.